Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02520 pertains to the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6), 2010. According to the complainant, the patient experienced mesh erosion, dyspareunia, infection and urinary problems; resulting in pain and permanent and substantial physical deformity, has and may undergo corrective surgery (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.